Event description:
Patient with latex allergy had a latex foley inserted - no harm to the patient upon discovery. Foley was removed and patient treated with steroids.human error - staff concerned with look alike packaging for the latex free and the latex foleys.the packaging has the the same color fonts, packaging labeling for latex free foley to the right of label it is written "latex free" same color print. The label slides within the packaging during shipping. Making it difficult to the read "latex free" text.device #1is this a laboratory device or laboratory test?no.